Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging wires in the cable. Additionally, the ECG b dome was missing. The root cause for the strained cable and missing dome was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.